Event description:
The customer stated that segments were missing from the display. A review of the system was performed over the phone. This review indicated that the display was missing segments. The customer was asked to return the meter for further evaluation and a replacement was provided.